Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear at the 3 o'clock position during a laser assisted cataract procedure. The surgeon indicated she did not note any tags or adhesions while removing the anterior lens capsule, but observed the tears at the completion of surgery. She also stated an iris retractor ring was used during the procedure and that may have led to the observed condition.

Manufacturer narrative:
A field service engineer (fse) visited the site and verified depth and energy calibrations were within specifications and that the objective lens was free of contamination. No issues were found during subsequent surgery support. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The saved images for surgeries performed on the day of the reported event were reviewed and all control points were placed properly. There were no system settings or patient ocular history provided for clinical review. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)